Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-01841. It was reported the patient experienced pain at the anchor site. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the anchor was relocated. Reportedly, the issue resolved. It is unknown which anchor was revised. Therefore, all the suspected anchors are being reported accordingly.